Event description:
It was reported that externalized conductors were found via x-ray. Physician to monitor patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that the lead was explanted and returned.

Manufacturer narrative:
A partial lead with the connector legs was returned in three segments. The portion of the lead that was returned was normal.